Manufacturer narrative:
(B)(4). It was previously reported that the ventilator's right membrane of the touchpanel was replaced to resolve a 'locking' allegation. The returned membrane was evaluated for the alleged defect. There was no failure detected during testing.

Manufacturer narrative:
The repair of this device has not yet been completed. Covidien reference # (B)(4).

Event description:
It was reported by a customer in (B)(6) that, during patient use, the ht70 ventilator panel became locked and the settings suddenly changed. The patient was transferred to another ventilator. There was no reported patient injury.